Event description:
It was reported that the foley catheter fell out of the patient after filling the balloon with 10 ml of sterile water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Visual inspection of the exterior of the catheter did not find any evidence of a failure that would support the reported event. The catheter was inflated with air while submerged in water and noted no air bubbles leaking from the catheter. The catheter was inflated with 10 ml of water and performed a leak test. On the seventh day the balloon was fully inflated with no signs of leakage. The catheter was dissected and inspected the rubberize layer and confirmed no leakage along the rubberize layer of the lumen. The sample meets the specifications. The product did not caused the reported failure. A potential root cause for this failure mode could be manufacturing related due to operator error or mechanical error or thin rubberized layer. However this could not be confirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and or repackaging may create a risk of patient or user infection, compromise the structural integrity and or essential material and design characteristics of the device, which may lead to device failure, and or lead to injury, illness or death of the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter fell out of the patient after filling the balloon with 10 ml of sterile water.